Event description:
It was reported that a signal loss occurred. The patient experienced signal loss for a short time, but experienced a hypoglycemic event during this time and fainted. The patient was treated with a glucagon injection by their spouse. No further treatment was reported to have been needed, and no hospital was visited. There was no documentation of further medical intervention. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).